Event description:
Reporter indicated that patient developed an infection in their arm and neck following vns implant surgery. Physician is reportedly starting IV antibiotic treatment at home for one week and plans to explant if the infection does not resolve after this treatment. The patient is reportedly in a lot of pain and has fever that will not go away.